Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor position encoder error alarm due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error . Customer's blood glucose value was 140 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.